Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported there was an under fusion of arsenic. The arsenic infusion started at 1450. At 1650, the pump beeped for end of infusion; however; there was 70mls remaining in the bag. At 1730, the infusion was complete, and the bag was empty. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b17 - device not returned, c20 - no findings available. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #,medical device model #, concomitant med prod data, device manufacture date. Additional information :device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a,g,b,c and d codes, remedial action required, remedial action #.

Event description:
It was reported there was an under fusion of arsenic. The arsenic infusion started at 1450. At 1650, the pump beeped for end of infusion; however; there was 70mls remaining in the bag. At 1730, the infusion was complete, and the bag was empty. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported there was an under fusion of arsenic. The arsenic infusion started at 1450. At 1650, the pump beeped for end of infusion; however; there was 70mls remaining in the bag. At 1730, the infusion was complete, and the bag was empty. There was patient involvement but no harm.